Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr), an enlarged atrium, and a dilated left atrium for a mitraclip procedure. One clip was implanted. The final mr grade was <1. Several months later during the week of (B)(6) 2025, a follow-up echocardiogram (echo) displayed a single leaflet device attachment (slda). The clip was detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 3-4. On (B)(6) 2025, an additional clip was implanted to stabilize the first clip. The final mr grade decreased to 1. Per the physician, the slda was due to a strong tethered posterior leaflet with many chordae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported patient effect of recurrent mr appears to be related to the slda and the dyspnea appears to be a cascading effect of the mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.